Manufacturer narrative:
The device was not returned for evaluation. Instead, the electrode pads used were returned. Evaluation of the electrodes confirmed the reported malfunction. The malfunction was attributed to a faulty identification chip in the electrodes connector. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.